Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2011 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that plot 2 was discovered as not working during a follow-up visit at a site with a rep. No cause/hypothesis was mentioned in the medical notes however no program the patient had used the plot 2. Programming and results have never been impacted. The issue was not resolved, however plot 2 was not used. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported that lead plot 2 was out of order but never used. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken to resolve the issue remain unknown. No surgical intervention occurred or was planned. Relevant medical history includes urinary incontinence due to clara fowler syndrome since 2011. It was unknown if the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: (B)(4) 2011 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that lead plot 2 was out of order (was never used) and the device was reprogrammed. The event was not resolved but no additional action was required. No further complications were reported/anticipated.